Manufacturer narrative:
Inspected one opened/used sensor and found cannula bent and stuck to adhesive tape. Cannula found whole; no broken or missing parts. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Inspected insertion needle and also found needle whole; no broken or missing parts.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor fractured while in the body. Customer's blood glucose level was 140 mg/dl. Customer reports that they did not receive medical treatment as a result of needle fracturing while in the body. It was also stated that the infusion set cannula was bent. The sensor will be returned for analysis.